Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient's wife alleged a rash on the patient's back. It was reported that his skin was dry and that his wife was using lotion on the rash. Follow-up indicated that the patient was using cream prescribed by a physician and that the rash was much better.